Manufacturer narrative:
This report is submitted on february 25, 2022.

Event description:
Per the clinic, the patient experienced pain with the device use. It reported that 6 electrodes were extra cochlear. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.